Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: machine not switching on. Checked power supply output with multi-meter . There is no output from power supply. No patient involvement

Event description:
The following was reported to hamilton medical ag: machine not switching on. Checked power supply output with multi-meter . There is no output from power supply. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.